Manufacturer narrative:
The 21363a biplane tee probe was returned to hp for evaluation. The source of the protruding cable was a broken anterior articulation cable. Several strands of this cable were severed in a number of places throughout the bend neck. Analysis of the probe did not reveal a specific root cause for the failure of the cable. Normal wear associated with 3+ years of product use was noted. It is likely the drive cable failed one strand at a time with continued use. Increased freeplay would have occurred with each successive strand break. As indicated in the customer literature, hp recommends that the user check the probe carefully prior to each use. Probes with excess freeplay should either be adjusted by hp field personnel or exchanged.

Event description:
After removing the probe from the pt, the physician noticed a wire protruding from the black sheath near the tip of the probe. Upon reflection, the physician recalled that, in preparing to do the procedure, he felt something through his glove while greasing the shaft, but hadn't investigated further. There was injury to the pt.